Event description:
It was reported that the user experienced repeated dexcom g7 sensor disconnects with the ilet pump displaying a flatline and then a dead battery icon; the sensor had been replaced, paired with a new code, completed warm-up, functioned for about 20 hours, and the pump later showed only a charging battery screen, indicating intermittent communication failure potentially related to the device¿s electrical/antenna components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem between the cgm and pump consistent with intermittent communication failure and potentially involving the antenna/electrical components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.